Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimates were inaccurate after loading a cartridge with insulin. The customer's blood glucose level was 479 mg/dl but had dropped down to 404 mg/dl after a correction bolus was taken.